Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage test failed, faulty charged coupled device, and small cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green lines appeared on image due to faulty charge coupler device. In regard to the newly identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had red and green lines on the screen, they had an image, but not a good image and there was interference. The issue was found during set up / inspection for use. There were no reports of patient harm.